Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported injection in the midface on bone and jaw/angonial angle/chin with juvéderm® voluma¿ xc, in the mid-dermis of the oral commissures with juvéderm® vollure¿ xc, in the perioral area with skinvive¿ by juvéderm®, and in the jaw/angonial angle/chin with juvéderm® volux¿ xc. Eight months later, the patient went to receive the shingles vaccine and after 2 weeks, the injection sites ¿started to react¿ with ¿filler hypersensitivity.¿ the patient saw a dermatologist who treated them doxycycline. The patient¿s physician then provided a medrol dosepak, valtrex, and allegra. After 2 days, the patient had improvement but relapsed on the third day. The treatment was updated to prednisone 30 mg x day. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6); (emdr-(B)(4)), (B)(6); (emdr-(B)(4)), (B)(6); (emdr-(B)(4)). This emdr is being submitted for the suspect product, juvéderm® vollure¿ xc.